Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported the customer experienced multiple occlusion alarms. During troubleshooting with tandem technical support, the reason for the occlusion alarms were point to an issue with the customer's infusion set site. Reportedly, the customer declined to examine the infusion set site. No impact to the customer's blood glucose. Additionally, it was reported that the insulin gauge was inaccurate and remained static. Reportedly, the customer continued to use the existing cartridge and the insulin gauge began to decrease as intended.